Manufacturer narrative:
Based on the claim against the product by the customer noting monopolar energy was not available, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the energy shield monitor (esm) unit to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was replicated. The esm was installed onto the test system, and it failed. The monopolar/instrument led indicator would not turn blue. The neutral assembly cable had triggered the issue. The complaint regarding the unavailability of the monopolar energy was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to a defective esm.

Event description:
It was reported that during the start of a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the monopolar energy was not available. The customer reported that they rebooted the energy shield and the system and all of the led indicators on the energy shield were blue after the reboot. However, the issue returned and the led indicators on teh energy shield flashed yellow again. The customer converted the procedure to laparoscopy. Intuitive surgical, inc. (Isi) followed up with the initial reporter to confirm that ports were placed when the issue was identified. The port incisions were increased and/or additional ports were placed due to the conversion to laparoscopic procedure.